Event description:
It was reported that the patient missed the pump refill date of (B)(6) 2013 and the pump was empty in late (B)(6). On (B)(6) 2014, the patient was seen in a new clinic and they did not have the drug, so they put 3mls of saline into the pump until they could get the drug. On (B)(6) 2014, they were refilling the pump. Following the refill, they were planning to drop the dose to 1/3 of the previous dose. They were planning to let the drug fill the pump tubing and catheter on its own; no priming bolus. It would take 3.5 to 4 days for the drug to reach the patient. The patient was taking a number of other medications like oxycontin and oxycodone. The physician stated that "something's not working" because of all the oral medications and the patient's dose with the ptm (personal therapy manager) was a bit high, as well. It was noted that the patient had a runny nose. The physician told the patient that it could have been some withdrawal symptoms, but the patient thought that it was just allergies. The patient had previously been using the ptm, but they planned on disabling it today ((B)(6) 2014). The pump was delivering bupivacaine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).